Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix syringe inlets had particulate matter; one (1) had particulate matter on the white connector, one (1) had two black spots on the white connector, one (1) had fiber, one (1) had four black spots on the white connector, and one (1) had a dark spot in the pouch. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: five (5) actual devices and photographs of the sample were received for evaluation. The returned photographs were reviewed, and it was noted that there were small spots of particles observed in the sealed packaging. The actual samples were visually inspected, and it was noted that sample #1 had tiny black spots on white connector, sample #2 had tiny black spots on white connector, sample #3 had dark fiber on white connector, sample #4 had tiny black spots on white connector, and sample #5 had tiny black spots on white connector and in the packaging. The reported condition was verified. The cause of the condition was unable to be determined; however, it was most likely due to supplier related to the manufacturing or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.